Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the usb cable and the usb port on the pump felt loose and the pump was intermittently unable to charge. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer resolved the issue by unplugging the cable from the pump and subsequently plugging the cable back into the pump.